Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+2.0/087 (sphere/cylinder/axis) into the nozzle and the lens was damaged. There was no patient contact. Another same model/length lens was implanted and the problem was resolved.